Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: an unspecified issue was reported with the adc device. The medwatch report stated "the patient failed the medication. No other information is available". There was no report of third-party intervention and there was no contact information available to obtain further information. Based on the information provided, there was no report of serious injury associated with this event.